Manufacturer narrative:
(B)(4). Other explanted device. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4).

Event description:
It was reported that the patient claimed improvement with reactiv8 therapy for functionality and pain relief. However, the patient had weight loss and began to have discomfort around the implantable pulse generator (ipg) pocket site. The patient was initially treated with a local injection around the ipg, but the discomfort persisted. The patient decided to have the device explanted because her back pain had improved, and due to pocket pain. There was no allegation regarding the device's functionality. The ipg and leads were explanted without complications. There was no report of patient harm or injury.

Event description:
It was reported that the patient claimed improvement with reactiv8 therapy for functionality and pain relief. However, the patient had weight loss and began to have discomfort around the implantable pulse generator (ipg) pocket site. The patient was initially treated with a local injection around the ipg, but the discomfort persisted. The patient decided to have the device explanted because her back pain had improved, and due to pocket pain. There was no allegation regarding the device's functionality. The ipg and leads were explanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). Other explanted device. Model: 8145 description: reactiv8 implantable stimulation lead serial numbers: (B)(6). UDI #s: (B)(4). The ipg and lead assemblies were received for analysis. There was no allegation of any issue with the ipg's functionality. The ipg passed functional testing and performs properly. Visual inspection observed no damage or anomalies with the received ipg. There was no allegation against the functionality of the leads. Both leads were received cut into two segments. The cut damage is assumed to have occurred during explant. No other damage or anomalies were observed in either lead. Functional testing could not be performed because both leads were received cut into two segments. Updated h6.